Event description:
The manufacturer received information that a patient with a ds2adv auto CPAP device passed away and the device will be returned to the manufacturer. There were no further details provided. There was no allegation that the device contributed to the death. The device has not been received for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a patient with a ds2adv auto CPAP device passed away and the device will be returned to the manufacturer. There were no further details provided. There was no allegation that the device contributed to the death. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found error code e-370 (err_fr_error_misc) a continue level-error not due to any component failure. There was no valid complaint to be reproduced. The device was in good condition and was working fine. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer updated box h in this report.